Event description:
It was reported in 2007 that during the re-treatment of an internal carotid artery aneurysm, the coil detached prematurely inside the catheter when manipulating the pusher wire. It was reported that the procedure was not completed due to this event and that "the patient will be re-treated in about 4 weeks." There were no patient complications and the patient condition was reported as "stable." Based on information received on 04/25/2007, it was also determined that the coil was beyond the tip on the microcatheter when the detachment occured.